Event description:
A report was received that the patient's stimulation stopped. Scan was taken and confirmed lead fracture. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's stimulation stopped. Scan was taken and confirmed lead fracture. The patient underwent a revision procedure wherein the lead was replaced with a new one. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein everything was explanted. There was no device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.